Event description:
During laparoscopic visualization (during repair of a recurrent hernia at another abdominal site), the surgeon noted a previously implanted composix kugel mesh had a portion of the recoil ring sticking out of the mesh. This was an incidental finding. An explant was performed. The patient did not have any symptoms or injury to this area of the alleged ring break before or after the explant procedure.

Manufacturer narrative:
Returned sample consisted of two sections of a recoil ring. Both returned sections measured .042" in thickness. One section measured approximately 7.5" in length and the other section measured approximately 3.5" in length. Reported product manufactured on or before the implant date was contained two 0.042" in thickness recoil rings. The total combined length of the returned samples (10") is less than the specified length of the inner mesh ring (smaller ring). We are unable to determine if the returned sample is a portion of the inner or outer mesh ring, or a combination of one section of inner ring and one section of outer ring. The sample sections were visually evaluated. There is no evidence of the welded joint being contained in either section of ring. The 7.5" length section contained an approximate 90 degree bend about 1/4" from one end. Both ends of this ring section is notably ragged, however, neither end contains visual evidence being part of the welded joint. The 90 degree bend is consistent with having been grasped and twisted. The 3.5" length section has a ragged damaged section in about the middle of the section. One end of this section is ragged and the other end is smooth. The smooth end is visually consistent with having been cut. Neither end contains visual evidence of being part of the weld joint. Each of the four ends were examined under magnification. None of the ends appeared to be part of a welded joint. We are unable to determine, through visual examination, the cause of the ragged ends or the cause of the damaged section in the middle of the 3.5" section.